Event description:
Subject: (B)(6). UK infinity total ankle system study. Adverse event term: : new pain in ankle narrative of adverse event: : previously pain free but for the last couple of days patient has had pain in ankle when climbing stairs. Has moved house and flat now on third floor. Once settled in, pain has now completely resolved. Patient thinks related to adjustment to increased number stairs to climb.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure, a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(4). UK infinity total ankle system study. Adverse event term: new pain in ankle narrative of adverse event: previously pain free but for the last couple of days patient has had pain in ankle when climbing stairs. Has moved house and flat now on third floor. Once settled in, pain has now completely resolved. Patient thinks related to adjustment to increased number stairs to climb.